Event description:
The hospital reported that during a coronary artery bypass procedure, the om-2001s would not lock down. A new device was used to complete the procedure. There were no patient effects. The lot number is unknown. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed no nonconformities with the device. There was no evidence of blood on the unit. The device was received with the stabilizer mount and shaft knob on housing assembly not tightened. The device was securely assembled onto the retractor blade by hooking the stabilizer base onto the rail. Next, the stabilizer shaft, knob, and foot were tested for functionality. Pressure was applied on the stabilizer foot to test for stabilization. The stabilizer shaft was secured in position when the light gray side mount knob was turned clockwise. The stabilizer foot was also secured in position when the dark gray knob was turned clockwise. Slight pressure had to be applied to tighten the light gray knob. Based upon these findings, the reported complaint was confirmed. (B)(4).